Event description:
It was reported that the stent was difficult to reconstrain. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for treatment. During the procedure, the device was guided to the lesion along the filterwire. However, when attempting to deploy the stent, there was considerable resistance from the very beginning of the deployment process. It was possible to deploy the stent about halfway, but increased resistance was felt beyond that point, so the deployment was discontinued. When attempting to resheath the stent, resistance was felt, and resheathing was not possible. The stent was left half-deployed, pulled back into the concomitant guiding catheter, and the device was removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.